Event description:
Dr was attempting to do an extraction atherectomy with a guiding catheter. Despite previous warning and prior knowledge not to twist the guiding catheter into position, the dr continued to twist or torque the catheter into engagement of the coronary opening. The catheter broke in half inside the insertion sheath. One half was removed easily from the pt. The second half remained inside the sheath, which then had to be removed in order to remove the remaining broken catheter. Pt had received aspirin, persantine, dextran, heparin and urokinase during the procedure. Pressure held to groin by compression apparatus until the or was available to stitch up the artery.